Manufacturer narrative:
Please disregard this report number as this report was inadvertently filed as a malfunction; based on the reported issue, despite several attempts for additional information, the customer did not provide enough information to determine a reportable product malfunction therefore an MDR should not have been generated.

Manufacturer narrative:
The complainant indicated that it is unknown if the device will be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: leaks in the inner balloon. It was the first time of use and it did not intervene with the patient.